Event description:
Initial report: this non-serious spontaneous case report from (B)(4) was received from a physician on (B)(6) 2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). This case involves a female pt who poly-l-lactic (sculptra) therapy in (B)(6) 2009. No add'l treatment details were mentioned. Eighteen months after she was injected, she developed nodules (nos). Relevant medical history and concomitant medications: not reported. Action taken: unk. Corrective treatment -oral corticosteroids. Outcome -not recovered. A ptc (pharmaceutical technical complaint) was initiated: (B)(4) physician's causality assessment: not specified.